Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: instrument channel; cfu: <1cfu; bacterial identification: micrococcaceea. Sampling from: suction channel; cfu: >80cfu; bacterial identification: lysinibacillus sp. Sampling from: auxiliary channel; cfu: <1cfu; bacterial identification: micrococcaceea. Sampling from: air/ water channel; cfu: <1cfu; bacterial identification: micrococcaceea. Sampling date: (B)(6) 2025 sampling from: air/ water channel; cfu: 4 cfu; bacterial identification: staphylococcus epidermidis, staphylococcus caprae. Sampling from: instrument channel; cfu: 3cfu; bacterial identification: filamentous fungi, cellulosimicrobium cellulans. Sampling from: suction channel; cfu: 5 cfu; bacterial identification: bacillus species; staphylococcus warneri. Sampling from: auxiliary channel; cfu: <1cfu; bacterial identification: staphylococcus warneri; dermacoccus nishinomiyaensis. Sampling date: (B)(6) 2025; sampling from: instrument channel; cfu: 1 cfu; bacterial identification: pseudomonas oryzihabitans. Sampling from: air/ water channel; cfu: 6 cfu; bacterial identification: staphylococcus warneri; dermacoccus nishinomiyaensis. Sampling from: suction channel; cfu: <1 cfu; bacterial identification: staphylococcus warneri; dermacoccus nishinomiyaensis. Sampling from: auxiliary channel; cfu: <1cfu; bacterial identification: staphylococcus epidermidis; staphylococcus caprae. Sampling date: (B)(6) 2025; - sampling from: instrument channel; cfu: <1 cfu; bacterial identification: bacillus licheniformis. Sampling from: air/ water channel; cfu: <1 cfu; bacterial identification: bacillus licheniformis. Sampling from: suction channel; cfu: <1 cfu; bacterial identification: bacillus licheniformis. Sampling from: auxiliary channel; cfu: <1cfu; bacterial identification: bacillus licheniformis. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there could potentially be a correlation between the actual product/device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, foreign objects in the channel) could be a source of microorganisms. Several deviations were reported in this device. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.